Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in 2011, the patient made a mistake described as did not wear a mask and area was not cleaned before starting peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was did not wear a mask and area not cleaned before starting pd. On an unreported date in (B)(6) 2011, the patient began remedial treatment with vancomycin (2 gm initially ip) and fortum (1gm daily ip). On (B)(6) 2011, the patient was hospitalized for the peritonitis. The event of peritonitis was resolving. It was not reported if the events of did not wear a mask and area not cleaned before pd had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial treatment with fortum. The reporter felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the events of did not wear a mask and area not cleaned before pd.